Event description:
Ventilator displayed "contact service" and alarmed. Volume indicator panel and display registered volumes 3-400 ml higher than set volume. Corrective action: biomed checked error codes (errors 06026 and 06027). Flow sensors were disassembled and the filter and connections were checked. All looked good. Performed est (extended self test)passed. Unit had quite a bit of moisture in the patient circuit. Tested and returned to service.